Event description:
Material #: 301031. Batch#: 4261295. It was reported that the bd syringe 20ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Rcc received a complaint via phone. Product complaint: xxx. Yyy. Ref 301031. Lot 44261295 and 4261295. Issue: foreign matter present. Sample: yes. Pt harm: no.

Manufacturer narrative:
Investigation summary: it was reported there was foreign matter was present. To aid in the investigation, nine samples with no packaging and one photo was provided for evaluation by our quality team. A visual inspection was performed. Two samples have no defects or imperfections; the other seven samples have dark colored specks of embedded degraded resin. The photo provided shows one of the samples received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301031, lot 4261295. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.